Event description:
Information received by medtronic indicated that the product was returned for unknown reason. No harm requiring medical intervention was reported. However, the customer will discontinue use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposure to moisture and unresponsive keypad found on (B)(6) 2021. Insulin pump passed displacement test and self test. All buttons function properly. Insulin pump was cut open to perform visual inspection and found moisture damage on the connector, electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked retainer, and corroded battery tube. Keypad was responsive, however, moisture damage was found on the connector, electrical board.